Event description:
According to literature source of study performed between september 2013 and february 2020, during laparoscopic distal pancreatectomy for benign and malignant pancreatic lesions, bleeding and reintervention resulted to surgery conversion. Postoperative complications in the study group included bleeding, post pancreatomy hemorrhage, pancreatic fistula, abdominal collection and readmission.

Manufacturer narrative:
Title: assessment of difficulty in laparoscopic distal pancreatectomy: a modification of the japanese difficulty scoring system ¿ a single-center high-volume experience source: 2021 the authors. Journal of hepato-biliary-pancreatic sciences published by john wiley & sons australia, ltd on behalf of japanese society of hepato-biliary-pancreatic surgery. If information is provided in the future, a supplemental report will be issued.